Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an absence of no delivery alarm. The customer reported that the issue with infusion set fell out and had high blood glucose of over 11 mmol/l. The customer reported issues with the seconds infusion set and stated the high blood glucose was over 19 mmol/l. The customer reported that she had to use four infusion sets in less than four hours and still experienced high blood glucose. The customer reported that the insulin pump did not alarm no delivery. Troubleshooting was not performed. The insulin pump will not returned.

Manufacturer narrative:
The correct information has been provided with this report.